Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 8mm mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by fa, which indicates that the device may have contributed to the customer-reported issue. A review of the provided image by the customer was performed by an intuitive surgical, inc. (Isi) fae, who informed that the instrument's damage looked like a broken grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument's wire was broken. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: suturing was being performed when the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. There was no fragment fall inside the patient¿s anatomy. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were photographic images of the device(s) of the procedure available for isi review.